Event description:
Additional info received on 9/11/97 indicates "the initial implant was in jan. Of 1992." The ipp device was removed from the patient and replaced, "at which time it was noted that the fluid was absent."